Event description:
A nurse reported that during a cataract extraction with an intraocular lens (iol) implant procedure, they would be able to load the lens in the cartridge without a problem but when it came time for the surgeon to insert the lens, it seemed to get jammed. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).